Manufacturer narrative:
Device investigation confirmed a non-hermetic transducer, as identified by residual gas analysis, which led to loosening of the internal part of the transducer housing. The problems described in the patient report appear to match the damage found. Entering the MRI with the (already non-hermetic) implant likely caused the adhesive connection between the transducer and its housing to loosen, resulting in the symptoms reported by the patient. The MRI procedure itself is unrelated to the implant failure. This is a final report.

Event description:
Following a 1.5t MRI the recipient no longer had sound with the device when walking around with the processor. The recipient describes additional disturbing sound, when walking or moving the head. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the patient she got a 1.5t MRI. Afterwards when walking around with the processor, she no longer had sound with the device. Reimplantation will be discussed with the patient.